Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) system was experiencing numbness in the arm and poor blood flow. An invasive procedure was performed to move the ipg and non cpi leads. During the relocation procedure the set screws locked up. A new ipg and leads were implanted.